Event description:
Bur was hard to pull out of drill. The lab person's hand slipped when trying to pull the bur out and the bur tore the glove and scraped lab tech's knuckle breaking the skin. Blood was drawn from the lab tech and pt to test for infectious diseases.